Manufacturer narrative:
On (B)(6) 2017: the pump logs were reviewed and it was found that the customer had been receiving occlusion alarms every day and it was found that the customer was not following labeling when it came to changing cartridges. Occlusion alarms were also found to occur when the cartridge was being used per labeling. On (B)(6) 2017: the customer's clinical diabetes specialist stated that the customer wears their pump against their skin which can lead to abrupt temperature changes. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 200mg/dl at its highest. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.